Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hyperglycemic event. The patient stated that his continuous glucose monitor (cgm) read "high" and started hallucinating. The patient's wife found the patient on the bathroom floor and called 911. The patient was transported to the hospital. When the patient arrived at the hospital, his blood glucose (bg) was 1561 mg/dl. The patient was sedated and his blood sugar went down without him going into a coma. The patient was diagnosed with pneumonia and was released from the hospital on (B)(6) 2017. At the time of contact, the patient stated that he felt poor. There was no allegation of malfunction to the dexcom system. The patient stated that this was a diabetes related incident; however, it was not caused by the dexcom system. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)